Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device patient went to humidifier to empty the extra water. Patient noticed immediately that there was radiant heat coming off of the machine. Machine was too hot to stay on nightstand. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This complaint is duplicate of ra (B)(4). And reported under that ra. An MDR is not required for this complaint.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device patient went to humidifier to empty the extra water. Patient noticed immediately that there was radiant heat coming off of the machine. Machine was too hot to stay on nightstand. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.